Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A glucose test was performed with results positive for glucose. An accelerated stress test was performed with no issues noted. The cycler also underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid on the inside of their cassette door during peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during drain four of four of peritoneal dialysis therapy. It was noted that the patient had drain 80ml of an expected 1198ml at the time of the reported alarm. During troubleshooting, it was verified that the connections were secure and there was no visible air lock in the drain line. It was noted that air bubbles were present inside the unused lines. The patient attempted to restart the cycler but the alarm reoccurred. The patient cancelled treatment and upon opening the cassette door, solution was found around the pump heads. The technical support representative advised the patient to discontinue use of the cycler. The patient was able to continue with therapy using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the reported leak. The cause of the leak was unknown. The patient has received a new cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was not available.